Manufacturer narrative:
The returned customer test strip and retention strips were measured with the returned meter with liquid qc of a high level. Testing results (qc range = 2.7 - 4.1 inr): returned strips: qc 1: 3.1 inr, retention strips: qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory. The laboratory reagent was asked for but not known. At 12:55 pm the result from the meter was 6.8 inr and within 7 hours the result from the laboratory was 4.89 inr. There was no adverse event. The customer did not take her warfarin dose for 1 night based on the laboratory result. The customer's condition was "fine". The customer's therapeutic range was 2.5 - 3.5 inr. The qc was acceptable.